Event description:
Cath tempo 4f uf 90cm 5sh snapped after insertion into pt had to be snared. The event occurred when bringing the catheter back over j-wire into flexible sheath, the catheter snapped on the wire. Not immediately noticed as minimal resistance. The catheter separated approximately 5cm from the shaft body. There were no anomalies noted out of the package or during prep. The device was not re-sterilized. The vasculature characteristics consisted of severe calcification and little or no tortuosity. No resistance was met while advancing the device or while advancing the device over the guidewire. However, slight resistance was met while withdrawing the device. No excessive torquing was required, and the device did not kink in the area of separation. The distal end of the catheter was not entrapped or jailed in any way. The current status of the pt is fine, and the device was removed with a snare device.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.